Manufacturer narrative:
Device received with missing segments or partial display anomaly due to cracked lcd zebra connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. Customer stated that they were going to deliver a bolus and noticed the screen and increments full black screen. The customer was assisted with troubleshooting customer states the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.